Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult microintroducer insertion is confirmed and was determined to be use related. The product returned for evaluation was one 5fr microintroducer. The returned product sample was evaluated and the tip of the sheath was observed to be damaged. The following observations were noted during the sample evaluation: ¿ usage residue was seen on the sample. ¿ buckling of the edges of the sheath were present. ¿ the sheath and dilator were bent near the distal end. The shape, location, and extent of the damage observed on the returned sample suggest that the microintroducer sheath was most likely damaged due to excessive insertion force, an inadequate skin nick, and/or a steep insertion angle.

Event description:
It was reported that introducer would not go into patient and would not stay together. Opened another kit, no patient harm or treatment. Introducer was buckling upon insertion. No other information was provided.05/20/2024: the returned device exhibited a damaged sheath.